Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "the needle bent and when she attempted to straightened it out, the needle broke off."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.